Manufacturer narrative:
The field service representative found the sample probe was clogged. He replaced the sample probe and ran precision checks with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable vancomycin results for one patient sample on a cobas 6000 c501 module. The patient's sample was collected on (B)(6) 2020 at 07:35 a.m. At 8:10 a.m., the patient's initial result was 4.0 ug/ml with a data flag. The patient's initial result of was reported outside of the laboratory. At 9:11 a.m., the patient's repeat result was 14.4 ug/dl with a data flag. The patient had another sample collected on (B)(6) 2020 at 9:00 a.m. The customer performed testing with this sample for confirmation. At 9:11 a.m., the patient's result was 13.3 ug/ml with a data flag. The customer immediately provided a corrected result. The reagent lot number is 48239401 with an expiration date of 30-nov-2021.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be ok. There is no indication of a performance issue with the reagent. The investigation determined that the issue found by the field service engineer was the root cause of the event.